Event description:
Mitek received a 3500 from the FDA which was authored by the user facility ((B)(4)) which reports the event for mitek file reference (B)(4). In that report the following statement indicates another previous similar incident: the incident dated (B)(6) 2013 = ¿this patient had a right shoulder arthroscopy with rotator cuff repair. Postoperatively, after the surgical drapes were removed, the surgeon noted that the patient had an area of epidermolysis / defect (burn like) below the incision (approximately 6 x 3 cm),the surgeon thought that perhaps his skin may have been sensitized by a recent sunburn in that area, and / or possibly the prescription drug that he was taking orally. The defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event. The surgeon feels that this defect may have also been caused by the mitek vapr heating the arthroscopy fluid to a very high degree and when it poured out of the port holes ¿ caused the skin defect. The patient¿s skin defect was healed. This complaint file is addressing ¿the defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event¿. Per follow-up phone conversation between this author and the facility¿s risk manager (rl), this issue (user¿s 3500 file (B)(4)) took place on (B)(6) 2013, which is after the original referencing 3500¿s issue incident date noted in 2013-8014. Rl stated that their 2013-8013 was also filed with the FDA; however mitek has never received this report. Rl stated that there was a preamble statement in their 2013-8014 explaining this anomaly; however, on the copy that we received from the FDA we could not find the clarifying statement. Rl stated that this patient had a 6x1.5 cm burn, dressing for wound healing, would not state degree of burn, same type mitek device (vapr s90 electrode, part 225370), device discarded. This is all of the information for this event that rl would supply; we requested copies of the 2013-8013 but were refused. Also; because of the amount or the difficulty of the repair, the electrode was being continuously activated for longer periods than usual (not known for how long, but enough to be note worthy). Also see associated MDR 1221934-2014-00049.

Manufacturer narrative:
This issue has been received through the FDA via a 3500 which was authored by the user facility. We cannot find that is had been previously reported to mitek. So we are filing an adverse event report on this historical event to document the experience described the facilities 3500. Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.